Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. We will keep this data for trend analysis and monitor this issue in the future. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a surgery of high ligation of hernia sac and patch repair on (B)(6) 2019 and the suture was used. It was reported that the suture broke during ligation and hemostasis of small blood vessels. Another like suture was used. There were no patient consequences reported. No further information is available.